Manufacturer narrative:
Patient information was requested; none was provided.

Event description:
The customer reported the device alarmed due to a data acquisition pcb adc reference failure. The customer reported the event occurred on either (B)(6) 2016. There was no patient harm.